Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir o-rings/stopper groove for anomalies; none were found. Ran basal, bolus leaking test; reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump, reservoir did not leak. Also, checked for air bubbles and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 200mg/dl. The customer's most current level was 239mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist. The customer states there was a reservoir leak. The customer's blood glucose level at the time was 239mg/dl. The customer was advised the reservoir would be replaced and returned for analysis.